Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid was found leaking past the syringe plunger while using bd luer-lok¿ syringe bulk sterile pharmacy convenience trays. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that fluid was found leaking past the syringe plunger while using bd luer-lok¿ syringe bulk sterile pharmacy convenience trays. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation: no photos or samples were received for evaluation therefore failure mode is not verified. While a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A CAPA (corrective action preventive action) has been opened to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.